Manufacturer narrative:
(B)(4). Initial reporter establishment name - it is unknown what hospital the patient is receiving treatment at. Concomittant devices - unknown persona femoral component catalog #: ni lot #: ni; unknown persona articular surface catalog #: ni lot #: ni; patient was implanted on an unknown month and day in 2020. The complainant has not yet indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address post-operative tibial loosening approximately two (2) years post-operatively. No further information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.